Manufacturer narrative:
Other, other text: additional information: h6, h10: device evaluation: one smiths medical cadd ms3 pump was returned for analysis in a good condition. During analysis, the customer's stated problem was unable to be duplicated. During testing, the device did not lose programming. The device passed all functional tests and ran the program for an extended period of time with no issues occurring. Therefore, no problem was found with the issue. However, service recommended to replace rear housing as a preventive measure. The front housing will be replaced as part of the repair process. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that cadd ms3 pump lost programming. No patient injury or complications were reported in relation to this event.